Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a pre-existing chordal rupture for a mitraclip procedure. During the procedure, a mitraclip ntw was attempted to be placed but there was challenges with grasping and visualization of the leaflets. During independent gripper actuation, the posterior gripper would not lower. It was determined that an alternative clip would be preferable. A mitraclip xtw was selected and implanted successfully. The final mr was reduced to grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.